Event description:
Attorney alleges: "on (B)(6) 2011, patient was admitted with a preoperative diagnosis of recurrent stress urinary incontinence, recurrent urinary tract infections, urinary frequency, urethral hypermobility, status post marlex mesh (interpreted to be bard flat mesh) eroding the bladder with resection" and "implanted with a bard align urethral support sling with mesh system".

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including urinary incontinence, urinary tract infection and erosion. No lot number has been provided; therefore, a review of the manufacturing records are not possible. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ should additional information be provided, a supplemental MDR will be submitted. Not returned.